Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower temperature high" error code. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. There was no patient or user harm reported. During troubleshooting, the customer reported that the air inlet filter and cooling fan filter were dirty. The customer replaced both filters, and the alarm did not occur. The system meets the specification for the service performed and is returned to use.